Event description:
It was reported to boston scientific corporation that a dermatome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure while doing rx (rapid) exchange, the guidewire ripped/tore from the brown paint marker through the tip of the device. The guidewire did not detach from the cbd. Furthermore, the account added that there were no visible damage to the device and its packaging and no issues were seen when the device was tested prior to use. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be in good condition.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination found that the guidewire was returned with this device. The working length was twisted and the distal tip was torn. The rx channel was extended and torn. A dimensional inspection was performed and the rx channel was within specification. The tear in the rx channel started approximately 60mm from the distal tip, extended the channel and tore through the distal tip. The dimensional inspection also showed that the cutting wire was within specification. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure while doing rx (rapid) exchange, the guidewire ripped/tore from the brown paint marker through the tip of the device. The guidewire did not detach from the cbd. Furthermore, the account added that there were no visible damage to the device and its packaging and no issues were seen when the device was tested prior to use. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be in good condition.